Event description:
N/a.

Manufacturer narrative:
Product was not received for evaluation; however, a photo was provided: failure analysis a photo was provided by the customer showing the detached siphon guard. The complaint is confirmed. Root cause analysis the possible root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation.¿

Event description:
A facility reported a certas valve (828804pl) was placed in the occipital area of the patient¿s head. A shunt revision was performed and found that the siphon guard was separated from the main valve housing. The plastic part of the siphon guard had been pulled out of the silicone product housing. The valve was removed and replaced, but was not able to retrieve the siphonguard from the patient as it was stuck under the skin of the patient. Customer just passed a new peritoneal to complete the new shunt system.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A probable root cause for the reported complaint could be due to a tear/cut in the silicone housing or a hard knock to the device, as noted in the instruction for use (IFU), silicone has a low cut/tear resistance. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.